Manufacturer narrative:
The arjo field service technician confirmed during the device inspection that one of the guiding pins sheared off and the bushings were damaged. Due to irreparable damage, the spreader bar was replaced with a new one. The facility staff informed that they did not observe the missing pin before the event. The guiding (locating) pins are parts of the spreader bar, designed to guide the spreader bar onto the t-bar. The manufacturer investigation revealed that if the guiding (locating) pins are missing, bent, or damaged, the shape of the spreader bar will still encapsulate the t-bar. It is possible that the pin breaks off when treated roughly, such as when the spreader bar collides with objects. As a further consequence, the spreader bar may detach as the locking clip could be ineffective if the spreader bar is lowered onto an object (such as a wheelchair arm). The facility contact person did not confirm whether any obstruction could impact the spreader bar; however, this person confirmed that ¿I did not witness the lift and did not know about the damage until the next day.¿ it cannot be excluded that the spreader bar components that secured the spreader bar were worn out as the device was in use over the years. The spreader bar had not been replaced in the past (device manufactured almost 10 years ago). Although the device was maintained regularly and no issue was observed during the last preventive maintenance on (B)(6) 2024, continuous operation and exposure to various operational stresses can gradually degrade the components and their functionality. This natural aging process can lead to a reduction in performance and, eventually, the failure of the components. The maxi move operating and product care instructions (IFU 001.25060) warn: ¿before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib¿. It is also mentioned to inspect lift condition weekly: "perform a general visual inspection of all external parts, and test all functions for correct operation, to ensure that no damage has occurred during use." To sum up, based on all information gathered the exact cause of the spreader bar detachment could not be determined. There was no indication that the arjo device was used for a patient transfer. The spreader bar detach therefore the arjo device not met the specification. The complaint decided to be reportable due to an allegation concerning spreader bar detachment.

Manufacturer narrative:
The process of gathering information is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following information reported, the spreader bar detached. There was no indication regarding patient involvement. No injury was claimed.